Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
End user reports that when he placed stomahesive paste on skin, and wafer over top of it, he had to change his wafer and upon removal, the stomahesive paste stuck and tore his skin with removal. States using (B)(4) adhesive remover wipe then washes with soap and water. Cleansed his skin and applied stomahesive powder and applied protective barrier wipe.